Manufacturer narrative:
One 23 gauge cutter was returned with a (B)(4) pack label from lot u7463. The tip protector was not returned. Visual inspection noted the needle was bent approx 10 degrees. The port window was in the opened position and dried solution was visible in the tubing. The back cap was aligned correctly with the vent hole on the side of the cutter body. A functional test was performed using a sterllaris pc system. The inner needle would not actuate therefore the cutter would not cut. The cutter assembly, contained within the stellaris 23 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.

Event description:
A report was received from a user facility in the USA stating: "the vitrectomy cutter did not work adequately during use." Additional info received stated the cutter was in the eye when the failure occurred. Another cutter from the same lot was used to complete the procedure. There were no further problems and no pt injury was reported.